Event description:
The customer reported that the monitors would not come on, no boot. This resulted in a total loss of imaging functionality. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mother board needs to be replaced. The reported issue is currently under investigation.